Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, and loss of capture with no asystole noted. A surgical revision was performed a lead fracture was visually observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.